Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Even though the customer later reported that they found the issue that was causing the poor barrier separation and resolved it, bd had initiated further investigation relating to this issue through CAPA 373360 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see section h.10.

Event description:
It was reported that 3 bd vacutainer® cpt¿ cell preparation tubes with sodium heparin experienced poor separator movement during use. The following information was provided by the initial reporter: material no: 362753; batch no: 9003637. Blood clotting above the gel preventing separation. Occasionally for an order of blood, we will get one or a couple blood clots within the tube, above the plug, such that we can not isolate pbmcs in plasma. We don¿t have hard stats, but I would say maybe 2-3 in 50 tubes. There does not appear to be a pattern that we can see or other cause. We do tell our blood collection cro to invert the tube 9 times immediately after each tube is drawn to disperse the liquid anticoagulant. For one of our recent orders, one of the cpt tubes had a blood clot. The lot of the tubes is 9003637. All of the 12 tubes was from a single donor and I think all tubes were the same lot as well. It also appears that in addition to the clotted tube, one of the other ones had noticeable amount of red blood cells above the filtration plug.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd vacutainer® cpt¿ cell preparation tubes with sodium heparin experienced poor separator movement during use. The following information was provided by the initial reporter: material no. 362753, batch no. 9003637. Blood clotting above the gel preventing separation occasionally for an order of blood, we will get one or a couple blood clots within the tube, above the plug, such that we can not isolate pbmcs in plasma. We don¿t have hard stats, but I would say maybe 2-3 in 50 tubes. There does not appear to be a pattern that we can see or other cause. We do tell our blood collection cro to invert the tube 9 times immediately after each tube is drawn to disperse the liquid anticoagulant. For one of our recent orders, one of the cpt tubes had a blood clot. The lot of the tubes is 9003637. All of the 12 tubes was from a single donor and I think all tubes were the same lot as well. It also appears that in addition to the clotted tube, one of the other ones had noticeable amount of red blood cells above the filtration plug.